Event description:
It was reported that on (B)(6) 2012, a 3.0x28 mm xience v stent was implanted in the mildly tortuous, mid right coronary artery. The stent was fully expanded and the patient was discharged from hospital on (B)(6) 2012. On (B)(6) 2014, the patient developed an acute myocardial infarction for total occlusion in the right coronary artery, distal and the posterior descending artery. A 2.5x16 mm non-abbott stent was implanted for treatment. It was confirmed that the xience v stent was expanded well via intravascular ultrasound. The patient was discharged from hospital since there was good progress after the percutaneous coronary intervention. On (B)(6) 2014, the patient developed an acute inferior wall infarction and complained of chest pain. An emergency coronary angiography was performed and a total in-stent occlusion of the xience v stent was observed. After aspiration of thrombosis, a 3.5x26 mm non-abbott stent was implanted in the lesion. Blood flow was improved from timi 1 to timi 3. The patient was discharged from hospital on (B)(6) 2014. This event was believed to have occurred due to plaque cell rupture caused by neo atherosclerosis. No additional information was provided.

Manufacturer narrative:
(B)(4). Angina, myocardial infarction and thrombosis are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality deficiency.